Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual examination identified solidified blood on the outer surface of the device. The shaft was kinked at the edge of the torque device 18 cm from the strain relief. There was a partial shaft separation 47 cm from the strain relief. The wires within the polymer shaft were visible at the location of the separation and it was noted the wires were twisted within the shaft. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(4) 2014. It was reported that during a chronic total occlusion (cto) treatment procedure, the shaft kinked. The target lesion was located in the heavily calcified right coronary artery (rca). During advancement of the crossboss catheter it started to click like it does when it reaches resistance, so the physician slid it the other way and was able to spin it. The guidewire was removed and another was going to be exchanged when it was noticed the catheter was kinked. The procedure was completed with another of the same device with great results. There were no patient complications reported and the patient status is stable. However, the returned product analysis revealed that the shaft was partially fractured, wires within the polymer shaft visible.